Event description:
It was reported that an alert was recorded as this right ventricular (rv) lead had shock impedance measurements high out-of-range due to patient condition and not a performance failure, according to the physician. This measurement was exhibited over the past year and appeared to have been stable. This rv lead remains in service. No adverse patient effects were reported.